Event description:
It was reported that on (B)(6) 2022, a 29mm portico valve was selected for implant with a flexnav delivery system. After deployment of the valve in the aortic annulus and before the delivery catheter was removed from the annulus, the valve migrated up towards the aorta. The patient was sent to surgery to explant the valve. A 25mm non-abbott valve was then implanted. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the aortic annular dimensions were 24mm by 28mm. For the valve that migrated, the starting implant depth at "deployment" was 8mm. The final implant depth at release was 8mm. There was sufficient calcium to allow anchoring of the device in the opinion of the user. There was no tension in the delivery system at the time of final deployment. The patient did not have a horizontal aorta. The migrated valve blocked a coronary artery. The patient experienced hypotension. The valve was removed via open heart surgery.

Manufacturer narrative:
An event of difficult to remove the delivery system was reported. The investigation confirmed there was damage to the valve capsule upon return to abbott. The delivery system met functional specifications despite of the damaged being noted. How or when the damage was occurred could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.h6 health effect - clinical code - removed code 4580 insufficient information. Added code 2422 obstruction/occlusion.